Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the hp053 emitted an error alarm. The test tip verified the handpiece was at fault and not the blade. Another instrument was used to complete the case. There was no consequence to the pt.